Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the right colon during an endoscopic submucosal resection (emr) procedure for polyps performed on (B)(6) 2024. During the procedure, when an attempt was made to fire the clip, it deployed but did not release from the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
D4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. H6: imdrf device code a15 captures the reportable event that the clip does not release from the catheter.

Manufacturer narrative:
Block h2: additional information: d4 (lot number). Block h6: imdrf device code a15 captures the reportable event that the clip does not release from the catheter. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and the device returned with the clip assembly stuck into the bushing and with the clip assembly bottom part deformed. No other problems with the device were noted. The reported event of clip unable to release from catheter was confirmed. It is possible it was found evidence that match with a problem to release the clip from the catheter due to the clip assembly was highly stuck with the bushing. According to the evidence, one of the possibilities that could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Then due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment problem. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the right colon during an endoscopic submucosal resection (emr) procedure for polyps performed on (B)(6) 2024. During the procedure, when an attempt was made to fire the clip, it deployed but did not release from the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications have been reported as a result of this event.